Event description:
It was reported by the patient that the leads appeared to have moved. An attempt to obtain additional information from the physician found that the patient had not contacted the physician regarding this. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.